Event description:
Bloating sensation [abdominal distension]. Uncomfortable- vagina [vulvovaginal discomfort]. Malfunction hazard/product is coming apart, in pieces, shredding...tampon disintegration, tampons came apart [device breakage]. Case narrative: consumer reported via phone that the tampon came apart during removal. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.